Event description:
The malem alarm is getting very hot when I insert batteries. This is making the device unusable and not safe for normal operation. The back of the alarm is very hot and I can't hold it in my hand, let alone my daughter wear it all through the night. Could be a design flaw but it is not safe.